Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for recurrent mitral regurgitation. It was reported that this was a mitraclip procedure, performed on (B)(6) 2022, treating degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted and the mr was reduced to grade 0. On (B)(6) 2022, thirty day echocardiogram showed moderate - severe mr. Both clips were noted to be present on the leaflets. Medication was administered. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported recurrent mr could not be determined. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Per physician, the recurrent mitral regurgitation was unrelated to the device. This was additional, downgrading information, however, since reports were already filed, the event remained reportable.h6: health effect - clinical code 4451 removed. Health effect - impact code 4644 removed. Medical device problem code 2993 removed.

Event description:
Subsequent to the previous report, the additional, downgrading information was received: per physician, the recurrent mitral regurgitation was unrelated to the device. This was additional, downgrading information, however, since reports were already filed, the event remained reportable.

Manufacturer narrative:
H2 corrections: b2 - outcomes updated. B3 - start date updated. D4 - part and lot number updated to the a2-p2 clip. H6 - health effect - clinical code 4582 removed. H6 - health effect - impact code 2199 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported mitral stenosis could not be determined. The heart failure appears to be a cascading effect of the mitral regurgitation (mr). The reported patient effect of mitral stenosis and heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical interventions were results of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous reports, the additional information was received: on (B)(6) 2022, moderate mitral valve stenosis was noted. On (B)(6) 2024, the patient was admitted to the hospital with worsening heart failure and recurrent mr. That day, a mitral valve replacement and tricuspid annuloplasty was performed, along with left atrial appendage and atrial septal defect closure. A maze procedure was also performed. The previously implanted mitraclips were explanted and discarded. Reportedly, there was scattered calcium and an extensive fibrotic reaction around the central a2-p2 mitraclip (cds0704-nt, 10923r115). The maze, left atrial appendage closure, atrial septal defect closure, and tricuspid procedure were deemed unrelated to the mitral valve devices. There remained no device malfunction.